Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Visual inspection found no damage on any instrument cable and wire. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instruments functionality was verified and passed specification. The instrument operated as expected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws were unable to open. The instrument release kit (irk) was applied to successfully open the grips and remove the instrument. Additionally, the instrument had a broken or loose cable. The procedure was completed using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use; however, the user didn't check if the instrument was gripping a tissue during use. The issue was resolved on the second try, after pushing the trocar and the instrument more to fix the part of the trocar cannula that the instrument was stuck on. The second use of the irk was successful, and the tissue was released (without injury or intervention) and enabled the instrument to be removed with the cannula.